Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose(bg) levels (60 mg/dl). Contact stated that they believe low bg's could be due to the health care professional changing the pump's personal profile settings. Customer drank (B)(6) to stabilize blood glucose levels. Recommendation was made to discuss diabetes management with customer's health care professional.